Manufacturer narrative:
Exact date unknown, event occurred in 2016. Explant date: 2016. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 17292830.

Event description:
It was reported that the patient had inadequate stimulation. All device components were explanted and were not returned.